Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the blood parameter monitor (bpm) failed the high potential (hi-pot) test. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.